Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The insulin pump passed the basic occlusion test and the displacement test. No motor error alarm was noted. The insulin pump was received with cracked battery tube threads, a cracked reservoir tube lip, minor scratches on the display window and a stained end cap sticker.

Event description:
It was reported that the insulin pump alarmed motor error after the manual prime process during the fill cannula step. The customer did not know the blood glucose reading. The customer stated that while he was refilling the infusion set, the insulin pump alarmed another alarm which indicated that the motor encoder position experienced an error prior to the motor error alarm. He stated that he was unable to finish the prime rewind process after 4 to 5 attempts due to the motor error alarm. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.